Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set, medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: there was a retraction failure; "1/3 of the device retracted, after that the device completed the retraction."

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for retraction issue with the incident lot was not observed. Additionally, evaluation of the customer samples was performed and retraction issue was not observed. A visual inspection of all parts of the barrel area and no defects were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® ultratouch¿ push button blood collection set had a retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter: there was a retraction failure; "1/3 of the device retracted, after that the device completed the retraction."